Event description:
While using a byte aligners, a patient experienced two broken crowns due to the force of the aligners.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.